Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis therapy. The cause of death was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet functional performance specification requirements per rite (returned instrument test evaluation) testing. The power on self-test and a simulated therapy were successfully performed. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.